Event description:
A surgeon reported a burning smell and system "hang" during cataract surgery. It was noted that the event occurred after "quadrant removal". It was necessary to stop the procedure and power off the equipment. It was reported that the surgeon completed the case by "manual removal of the nucleus." There was no harm to the patient. Additional information has been requested, but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).